Event description:
Biopsy needle/cannula is twisted into hip bone and then pulled out with core sample. The end of the metal cannula is folding/bending closed such that the "push rod" is not able to be pushed into cannula to push out the sample. Doctors are either using pliers when possible to re-open hole in cannula, or in some cases are having to take a second core sample from the pt.